Event description:
It was reported that after the stylet was used once it could not be fully reinserted into the lead again. Other stylets also could not be inserted fully. The lead was replaced. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.